Manufacturer narrative:
(B)(4). The device was returned and analyzed. The event history log review confirmed the high drain 111 alarm. A short simulated therapy was performed and passed successfully. No abnormalities were identified during visual inspection, and the device passed all of the rite (returned instrument test evaluation) electrical and functional testing. The cause was use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain alarm occurred on a homechoice (hc) machine during the initial drain of a patient. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) performed a manual drain to clear the alarm and completed therapy using manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.